Manufacturer narrative:
Unable to prime during prime/a333 alarm test and motor error alarmedduring occlusion test due to faulty fsr(gold). Motor tested ok.pump passed displacement test. Cracked reservoir tube lip,scratcheddisplay window and cracked case near display window corners noted duringvisual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.